Manufacturer narrative:
Stryker evaluated the customer's device and was able to verify the reported issue. The cause of the reported issue was isolated to the system pcb assembly. Due to obsolete parts the device is no longer repairable. The device was returned to the customer without repairs performed and the customer was informed not to use the device.

Event description:
The customer contacted stryker to report that their device would not complete its initial boot-up cycle. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no report of patient use associated with the reported event.